Event description:
It was reported that the patient presented to the hospital for other issues. Upon interrogation, it was noted that the right ventricular lead had dislodged and exhibited intermittent loss of capture. The lead dislodgement was confirmed by x-ray. The lead was explanted and replaced. The patient was stable.